Manufacturer narrative:
Additional information: both legs are associated with this event, along the gsv saphenous veins in both legs where the treatment was performed, pus-like things were oozing out on both sides of the veins. The left gsv was treated on (B)(6) 2024 and the right gsv was treated on (B)(6) 2024. The vein was partially excised under local anesthesia. The excision was performed on february 21st. The issue is now totally resolved medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient was treated with venaseal on the left gsv approximately 7 months ago and on the right gsv approximately 5 months ago. A pus-like oozing substance is oozing out along both sides of the treated veins on both sides. Infection is suspected. The patient was prescribed antibiotics but there has been no improvement. Removal of the vein is being considered. Additional information received reported that veins were partially excised 7 months post index under local anesthesia and the issue was resolved by excision. No further patient consequences reported for this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.